Manufacturer narrative:
No sample was provided for evaluation and no lot number was provided. Without the lot number we are unable to review the device history record to determinate if any deviation took place during the manufacturing process. In addition, without the actual sample we are also unable to confirm what the customer experienced and assign a root cause. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. In addition, there have not been any material changes in the manufacture of this particular mask; this mask is composed of polypropylene and cellulose components. We will continue to monitor our customer base for complaints of this nature.

Event description:
Employees (estimated by the customer to be 6 individuals) developed sensitivities/rash when wearing the mask. Some of the employees went to employee health for treatment. Of these employees, some were helped by treatment, and some were helped by switching to a different mask. Per the customer, no further details are available.